Manufacturer narrative:
(B)(4). Instradent USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 2 days after the dental implant was installed in intraoral region #21, it was verified its non osseointegration; 10 ncm of primary stability was achieved and immediate load was not performed.